Manufacturer narrative:
The device will not be returned due to the device being exposed to an infectious disease. A device history record review was completed and documented that the device met all specifications upon distribution. Without the device being returned, the complaint cannot be confirmed nor could any potential contributing factors be determined.

Event description:
It was reported that the catheter was unable to pace nor sense pressure after insertion. There were no patient complications reported.